Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shredding. Fall apart- tampax [device breakage]. Case narrative: consumer reported via phone that the tampons are shredding. No injury reported. Lot codes: 40622430401720, 4062243038w 16:56.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shredding. Fall apart- tampax [device breakage]. Case narrative: consumer reported via phone that the tampons are shredding. No injury reported. Lot codes: 40622430401720, 4062243038w 16:56.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Shredding... Fall apart- tampax [device breakage]. Case narrative: consumer reported via phone that the tampons are shredding. No injury reported.